Event description:
As reported by the boston scientific sales representative, during a peripheral interventional procedure, a stent was stuck on a guide wire. The de novo lesion was located in the superficial femoral artery (sfa). The lesion was 90% stenosed. The sentinol biliary 7x78mm stent delivery system was advanced to the lesion. The stent was deployed, and the stent delivery system became stuck on the j guide wire 0.035 - 260cm. The wire and the stent delivery system were removed form the pt. The procedure was completed with another sentinol stent and guide wire. No pt injuries or complications were reported.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch.